Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the footswitch would not respond prior to a surgical procedure. It was noted that the connector pin was damaged. There was no harm to the pt.